Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of a questionable elecsys total psa immunoassay result for 1 patient sample on a cobas 6000 e 801 module. The initial total psa result was 0.243 ng/ml and was reported outside of the laboratory. The physician questioned the result. The sample was repeated and the total psa result was 28.6 ng/ml. There was no allegation of an adverse event. The total psa reagent lot number was 34018000 with an expiration date of 31-oct-2019. The field service engineer (fse) found the sample syringe was not working smoothly. The fse changed the o-rings and the tubing. The investigation determined that calibration and qc were acceptable. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) indicated the instrument check performed after maintenance confirms that the system runs according specification. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.